Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test, no motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The device had cracked case at display window corners, cracked battery tube threads, and minor scratches on the display window. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump alarmed motor error during bolus. Customer's blood glucose was 232 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.